Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient experienced no pain relief. The pump never worked properly and malfunctioned. The full amount of drug was being aspirated at refills. The catheter was patent. The pump was replaced and the patient recovered without sequela. The initial rate of 7mg/ml of morphine was administered via the pump, but following replacement, she was programmed to 0.5mg/ml per day.